Manufacturer narrative:
Concomitant products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that during the procedure the lead would not advance into the implantable neurostimulator (ins) header block. The doctor had tried backing out both set screws. It was further reported that x-rays were performed and they looked fine. Both leads were inserted into the battery and neither would advance. The set screws were loosened and the lead would still not advance. There were no malfunctions seen and the cause of the issue was not determined. The patient was receiving effective therapy at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.